Event description:
It was reported to medtronic minimed that the customer observed a crack in the insulin pump battery compartment and received replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and this was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the ss event date of 10-jan-2025 and customer's event date of 07-feb-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 09:57:08.000 to (B)(6) 2025 22:11:36.000 (B)(6) 2025 19:43:17.000 to (B)(6) 2025 19:48:05.000 (B)(6) 2025 15:57:14.000 to (B)(6) 2025 15:59:29.000 (B)(6) 2025 02:26:23.000 (B)(6) 2025 02:55:02.000 to (B)(6) 2025 09:13:41.000 failed battery alert/battery failed alarm was found on: (B)(6) 2025 22:11:02.000 and (B)(6) 2025 22:11:34.000 (B)(6) 2025 19:43:26.000 and (B)(6) 2025 19:43:32.000 (B)(6) 2025 15:58:05.000 low battery alert was found on: (B)(6) 2025 03:17:00.000 earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 17:49:00 pm. There was no power data available for the date of (B)(6) 2025 and (B)(6) 2025. Unable to check power data for failed battery alert/battery failed alarm and low battery alert. No unexpected battery power loss, low battery alert or failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records on the ss event date of 10-jan-2025 battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 09:05:00 faster than expected at 0.0 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 05:29:00 faster than expected at 0.0 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 12:24:00 faster than expected at 0.79 days. In further checking of the pump history records on the customer's event date of 07-feb-2025. Battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 03:17:00 faster than expected at 0.0 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 18:01:00 faster than expected at 0.13 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 18:42:00 faster than expected at 0.0 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Sensorerroralert (801) was found on: (B)(6) 2025 00:27:40.000 (B)(6) 2025 01:02:40.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. However, unexpected battery power loss was confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.